Event description:
Pt underwent successful back surgery in hosp. Pt died. The ensuing coroner's report stated pt died from an overdose of morphine. This finding was especially disturbing because of some things pt's spouse observed while in pt's room after surgery. Briefly (more details available upon request): the on-call dr prescribed a change in pt's morphine delivered by pca. The rn assigned to pt tried and failed to program the pump so she got another nurse to help. The nurse who helped her criticized the dr's prescription as too high and she said "we don't do continuous". The next morning (after pt died) the pt's dr told spouse the nurse gave pt a shot in the middle of the night after they complained of pain - he denies saying this now. Records that spouse obtained are incomplete (ie nurse's notes are scant and do not address this middle of the night visit in particular - no pharmacy records). Records do show they did not react as they should have when they found pt unresponsive (ie their own medication sheets state certain actions should be taken in case of morphine overdose and this was not done). Spouse has tried to work with the hosp to resolve this, but they have not addressed their concerns in a timely manner. Nothing can be done to bring back pt and the parent of an infant son. Spouses' concern now is for the other people who have loved ones in this facility. There are indications of problems at several different levels which must be addressed to ensure pt safety.